Event description:
A bayer technical svc spec reported that a customer had sent out erroneously low results for a pt's ck (creatine kinase) level. For two days, a pt's average ck values for three different samples were reported as 6, 4, and <5 u/l. The customer investigated when they had a delta check issue (the host system picked up a difference in results versus previous sample results) on a fourth sample that was 8724 on dilution. The customer then diluted and repeated the three samples from the two days. Diluted results were 20675, 23135, and 17485 u/l. These results did not result in any unusual treatment or mistreatment of the pt. The pt was known to have skeletal muscle damage due to trauma. The cause of the erroneous results is apparently due to the absorbance of the samples exceeding the system optical density limit. It was found that under some circumstances, that are reaction type and assay dependent, that this data is being processed and reported. This issue could potentially affect other ims assays. Ld {l to p}, alp-amp, alp-dea, ggt, amylase and cholinesterase). Customers have been instructed to dilute samples with results below a bayer defined limit for each of these assays. Absorbance limit checks for each of these assays will be set to prevent recurrence of this event.